Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope has white residue on air/water channel, e216 error and a black image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is d02 - cause traced to component failure, expected or random component failure without any design or manufacturing issue. Due to c0703 - leakage/seal olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. However, it is likely the following led to the malfunction: the foreign material was possibly not removed completely even if the reprocessing steps were conducted properly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.